Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving saline. The indication for use was non-malignant pain. It was reported the patient's pump was explanted on friday ((B)(6) 2018), but the reason for the pump explant was not known. The rep stated they had heard there was fluid around the pump site and they were going to check for an infection. It was noted that the pump would be returned for analysis after it was cleared by pathology. No symptoms were reported. The event date was 2018. No further complications were reported. Additional information was received from the rep on (B)(4) 2018. It was reported that the healthcare professional (hcp) informed them that there was an explant due to excessive fluid at the pump site. The rep was not present for the case. It was unknown if the infection was confirmed. The issue was resolved as the pump was removed and will be sent back to the manufacturer for analysis when it is released from pathology. The patient¿s weight at the time of the event was unknown. The information was confirmed with the hcp. There were no further complications reported/anticipated.